Event description:
Boston scientific received information that during a routine device replacement, insulation damage was observed on an unknown right atrial (ra) and right ventricular (rv) leads. The rv lead was cut and a new connector was placed while the ra lead was surgically abandoned and replaced. After about a month, the new ra lead exhibited undersensing, loss of capture and high out-of-range pacing impedance measurements. The pocket was re-opened. X-ray was unremarkable and lead measurements taken on the pacing system analyzer (psa) were within range. When the physician tried to re-connect the ra lead to the device, a connection issue was observed. The ra setscrew would not lock into the lead despite using different torque wrenches. The lead was disconnected from the device. The device was explanted and replaced while the ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews were in the up position and moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.